Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 277 mg/dl, 77 mg/dl (system 1), and 61 mg/dl (system 2). Readings occurred with the same vial of test strips. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.